Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg has reached end of service/end of life. As a result, the patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device has not yet been returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The reported event for ipg end of life (eol) was not confirmed. The ipg voltage level is above the ipg eri threshold of 2.644v. The ipg had not logged the elective replacement indication (eri) or the end of life (eol) timestamps. Visual inspection of the ipg did not identify any anomalies. The ipg was functionally tested and passed all testing.